Manufacturer narrative:
Manufacturer's investigation conclusion: review of submitted log file confirmed the reported power elevations; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient had power spikes up to 18 watts starting on (B)(6) 2024. The patient also had a computed tomography angiography (cta) which revealed non-obstructive biodebris around the outflow graft at the bend relief. The patient¿s international normalized ratio target was increased, and the patient was kept in house for bridging anticoagulation. The submitted log file captured elevations in pump power between (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the file. The account submitted a cta image for review. The lumen of the outflow graft appeared patent based on the submitted cta image. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6, "patient care and management" (under "pump performance monitoring"), addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Although no outflow graft obstruction was ultimately reported nor identified through the evaluation, section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section further warns that the outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. This section also instructs the user to stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic on (B)(6) 2024. It was noted that there were power spikes up to 18 watts. It was also noted multiple power spikes 110/74 starting on (B)(6) 2024. Log file contained a few transient power elevations above 10 watts between (B)(6) 2024. These power elevations all occurred with pulsatility index (pi) events did not appear sustained and soon returned to normal parameters. The patient had nonobstructive bio debris around the rim of outflow graft at bend relief on computed tomography angiography (cta). Inflow cannula was patent. International normalized ratio (inr) was 1.55, otherwise there were no changes to patient¿s condition. Lactate dehydrogenase (ldh) was stable. The patient was asymptomatic. Spikes were brief and likely not clinically significant. The patient was given extra warfarin and inr on discharge was 3.1. The patient was educated on importance of medication adherence. New goal inr was 2.5 to 3.